Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of noise reversion, high ventricular rate and auto mode switch due to noise on the ventricular lead was observed. Noise could not be reproduced with pocket manipulation or arm movements. The device was reprogrammed and the lead remained implanted. The patient¿s condition was stable post event. The patient would be monitored remotely.